Event description:
While the surgeon was using the needle driver instrument to suture soft tissue, one grasping jaw of the instrument fractured. It was reported that the jaw fractured where the teeth transition to a smooth surface. The surgeon retrieved and removed the separated component from the pt. A back-up needle driver was used to finish the procedure. The procedure was successfully completed with no harm to the pt.